Event description:
The customer reported that the device failed to display a patient's ECG while using a 3-lead patient monitoring cable. There were no adverse affects to patient care reported as a result of the alleged malfunction.